Manufacturer narrative:
The investigation reviewed the system's alarm trace and found several pre-analytical sample handling alarms. The investigation determined the event was due to a preanalytic issue at the customer site. There was no indication of a device malfunction. The investigation did not identify a product problem.

Manufacturer narrative:
The customer's calibration and qc results were ok. The investigation is ongoing.

Event description:
The initial reporter received questionable low elecsys tsh results for 17 patients tested on a cobas 8000 e 801 module. The initial tsh results were not reported outside the laboratory. The customer noticed a low amount of tests remained on the current reagent pack. The customer replaced the reagent and performed maintenance, calibration, and qc. The customer repeated the samples. Below are five examples of questionable results: (B)(6). The tsh reagent lot number was 568339 with an expiration date of 31-dec-2022.